Event description:
After participating in a study involving recombinant human bone morphogentic protein 2 absorbable collagen sponge with autograph bone dowls for anterior lumbar interbody fusion in pts with degenerative disk diseases l5 s1, ide g970124, dr clinical investigator the individual experienced severe pain in neck and legs and came down with asthma and fibromyalgia.